Event description:
The customer reported that they discovered the reagent cells dedicated for use on the ortho provue were hemolyzed after being opened for less than 24 hours. Dilution of reagent or sample can compromise test reactions. The use of hemolyzed reagent red cells may affect the interpretation in detecting antibody-induced hemolysis. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion or incompatible blood. Erroneous results were not reported.

Manufacturer narrative:
No definitive root cause was determined for the unexplained hemolysis of the reagents observed by the customer. However, equipment malfunction could not be definitively ruled out. The customer indicated that they had not observed any other issues with the analyzer. All other reagents dedicated for use on the analyzer did not show any signs of hemolysis. Instrument malfunction could not be identified. The analyzer was operating as expected. Service was not required to return the analyzer to expected operation.